Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: initial = 1380 miu/ml. Repeat = < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3005094123-2023-00162-00 under a different suspect device.

Manufacturer narrative:
Although a definitive cause for the issue was not identified, the architect isr52699 was considered the likely cause for the issue. However, the customer did replace the wash buffer due to black particles observed in the was buffer tank. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: initial = 1380 miu/ml, repeat = < 1.2 miu/ml. No impact to patient management was reported.